Event description:
The ent reported that the patient's vocal cord paresis is "perhaps due to the device settings in 2011". It was reported that the patient underwent generator replacement in 2012 and that the ent diagnosed the patient with left vocal cord paresis in (B)(6) 2012.

Event description:
It was initially reported that the patient had minor vocal cord paralysis from the initial implant of their vns. No further information was provided.

Manufacturer narrative:
..